Event description:
A customer reported a system error (se) 2240 (air in tubing) alarm, which occurred on the homechoice (hc) during dwell. The home patient (hp) was in dwell 3 of 5, when a supply bag fell and had disconnected. The technical service representative (tsr) helped the hp to cycle the power and the hp was at end of therapy. The hp was referred to their registered nurse (rn). There was patient involvement, however no adverse event was indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Per the patient at-home guide, users are instructed to place the solution bags on a flat, stable surface. This will help to prevent bags from falling and do not stack bags on top of each other, as falling bags can result in a disconnect or leak. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed.